Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, visibility/palpability.

Event description:
Patient reported right side "capsular contracture with unknown baker grade, but also stated "it feels like its a iii/IV", "pain, and is an inch and a half higher than the other side, with hardness". Healthcare professional later reported "capsular contracture baker grade iii and also stated "implant is moving up, and having pain and numbness" via CT scan. Patient additionally reported "pain", and "blood pressure dropping into the 80's systolic/50's diastolic". Treatment: singulair, gabapentin 300 mg. The device remains implanted.